Event description:
It was reported during an interventional procedure, the guidewire became torn into two pieces. The physician was reportedly able to retrieve the tip of the guidewire by utilizing several devices. The pt is reported to be in stable condition. No further info has been disclosed at this time.

Manufacturer narrative:
The date of the event was not disclosed. MFR date: unk as the batch number was not disclosed.